Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the subject device tested positive for micrococcaceae (2cfu/100ml), but the testing result cleared french guideline. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device repeatedly tested positive for the following bacteria. On (B)(6) 2018: total: escherichia coli (250cfu/endoscope), pseudomonas mendocina (250cfu/endoscope) and enterobacter aerogenes (250cfu/endoscope). On (B)(6) 2018: the instrument channel: no microbial growth. The auxiliary water channel: klebsiella oxytoca (50cfu/endoscope) and pseudomonas mendocina (50cfu/endoscope). The suction channel: pseudomonas mendocina (2cfu/endoscope) and escherichia coli (1cfu/endoscope). The air/water channel: staphylococcus epidermidis (1cfu/endoscope). The subject device had been disinfected using non-olympus automated endoscope reprocessor (soluscope series4). There was no report of patient infection associated with this report.